Event description:
The 10 x 39mm sds genesis stent was dislodged on the balloon. The left iliac artery lesion was 90% stenosed with tight calcification. The reference vessel was 10mm in diameter. The lesion was pre-dilated, and it was reported that no excessive force was used to cross the lesion with the stent, however, there was difficulty in crossing the lesion due to the tight stenosis. The stent became loose on the balloon, but did not come off of the balloon and was retrieved, without difficulty, by snaring. The patient was not injured.

Manufacturer narrative:
Additional informaiton will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during a stenting procedure to the left iliac artery containing a 90% stenosis and a tight calcification, it was noted that while attempting to cross the lesion, the stent became loose on the balloon. It did not dislodge and remained on the balloon. The lesion was pre-dilated and although no excessive force was used, difficulty was encountered while attempting to cross the lesion. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15089240 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15089240. (B)(4). It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. The stent crimped process was reviewed and the stent crossing profile and stent retention tests were accepted according to specification. The stent retention values were reviewed and it was found that the results were accepted according to specification. No corrective or preventive action will be taken, given that, with the information provided, the reported failure does not appear to be related to the manufacturing process. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.